Event description:
It was reported that a cook ultrathane pigtail multipurpose drainage catheter separated during patient mobilization. The cook ultrathane pigtail multipurpose drainage catheter was implanted under x-ray in the abdomen on (B)(6) 2026 for drainage of 300 ml of purulent fluid. On (B)(6) 2026, a control computed tomography (CT) scan confirmed correct placement of the drainage catheter. On (B)(6) 2026, the patient was taken to the operating room for another procedure, which was not drain related. The drain was accidentally removed during patient mobilization. On (B)(6) 2026, a new control CT showed the presence of a fragment of the drain under the patient's skin. The patient underwent an emergent surgical procedure on (B)(6) 2026 where a mini laparotomy was performed to retrieve the catheter fragment. The customer supplied a photo of the drain fragment that was retrieved. At this time, no other adverse effects have been reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy . D2b - procode: additional product codes: gbo, lje. E1 (phone): (B)(6). H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.